Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the mv terminal block was missing from the device header. A hole was noted in the rv tip seal plug and body fluid was observed in the seal plug well and in the rv port. Microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. This bonding likely caused the difficulty in removing the lead terminal pin from the device header. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
Boston scientific received information that during a device replacement procedure, the setscrews on this pacemaker were loosened, but the right ventricular (rv) lead could not be removed from the device header. Saline was injected, but the lead was still not able to be removed. The physician had experienced this difficulty in the past with this model of device. Rather than apply extra force and risk damaging the lead, the physician broke the device header and pushed the terminal pin out using a torque wrench. The chronic leads were connected to the new pacemaker and remain in service. No adverse patient effects were reported.